Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd insyte¿ autoguard¿ shielded IV catheter the safety function would not activate. The following was received by the initial reporter: the safety function could not be activted by push the button.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 2237722, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that the end user was attempting to activate the safety feature and retract the needle. However, the activation button showed no sign of movement when being pressed, indicating that there was something creating interference between the components. Therefore, based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined. However, based off the observed interaction with the device the engineer thinks that it was likely that adhesive was present between the activation button and the needle hub. This adhesive was preventing the button from being fully depressed and activating the needle retraction. H3 other text : see h10.

Event description:
It was reported that when using the bd insyte¿ autoguard¿ shielded IV catheter the safety function would not activate. The following was received by the initial reporter: the safety function could not be activted by push the button.